Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 306001; product type: 0215-screening device; implant date (B)(6) 2025 brand name interstim; product ID 306001; product type: 0215-screening device; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2025. It was reported that there was an external disconnection; external wire came unplugged. The caused and/or contributed to the disconnection was the leads came out. They were experiencing right leg cramps. The patient was advised to consult their clinician. The patient mentioned manufacturer representative (rep) already knew about it. The issue was not resolved and it was still on going.